Manufacturer narrative:
E1: facility name: (B)(6). During device evaluation at olympus, it was found the complaint was not confirmed and the issue could not be replicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the visera elite ii video system center displayed colored bars. The issue occurred when preparing the device for use in a diagnostic procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Correction: h4 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "color bar is displayed" was not confirmed during incoming inspection. Thus, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.